Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact reported. Multiple follow-up attempts were made to gather additional information; however, the customer did not respond to follow-up attempts.